Event description:
A report was received that the patient was having difficulty keeping the ipg charged. A bsn engineer confirmed that the device exhibits premature battery depletion. The patient had the ipg replaced and during the procedure the physician also replaced the patient's leads. The leads had been causing discomfort due to their location.

Event description:
A report was received that the patient was having difficulty keeping the ipg charged. A bsn engineer confirmed that the device exhibits premature battery depletion. The patient had the ipg replaced and during the procedure the physician also replaced the patient's leads. The leads had been causing discomfort due to their location.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, (B)(4) and (B)(4), model description: linear 3-4 lead 50cm. The explanted leads were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A returned product analysis indicated that the complaint of the premature battery depletion of the ipg has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate exceeds the typical battery depletion rate. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual).